Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. A root cause could not be determined. All information reasonably known as of 31 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced different incidences, which were associated with separate units, involving different patients. This is the second of five reports. Refer to 9611594-2026-00156 for the first report. Refer to 9611594-2026-00158 for the third report. Refer to 9611594-2026-00159 for the fourth report. Refer to 9611594-2026-00160 for the fifth report. The customer reported ¿5 new rigs displace recently, just weeks after initial placement and 2 of these cases within just 1 week.¿ one device was examined after dislodgement approximately 5 days post-placement and the balloon was observed to be ¿clearly damaged and burst.¿ the events resulted in device dislodgement requiring replacement and were reported to be causing issues with patient care, including risk of peritonitis. No patient injury was reported.